Event description:
Small area of pt skin around incision site burned with use of cautery. Cautery was being used inside of neck and slipped upon usage. Small burn noted pink in color on upper left hand side of incision at end of case. Antibiotic treatment and 2x2 tegaderm placed.